Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated and then a 2.50x28mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device noted slight stent damage near the middle of the stent. A number of struts were slightly misaligned. Kinks were also noted along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).